Event description:
Patient is being explanted due to an infection after having previously been revised from a rejuvenate to a restoration modular.

Manufacturer narrative:
An event regarding a second revision of the left hip due to infection involving a trident 0 degree insert was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time

Manufacturer narrative:
The following other hip devices were also listed in this report: mod con dist stem 17 x 155 mm, cat# 6276-7-017, lot# caxmc07c; 25mm mod rev hip bdy/blt +10mmcomponent level 9006-1-125, cat# 6276-1-125, lot# 40542403; delta v-40 ceramic head 36/+2,5, cat# 6570-0-536, lot# 40944001; d-m 2.0mm beaded cable set vit, cat# 6704-0-520, lot# 41114705; d-m 2.0mm beaded cable set vit, cat# 6704-0-520, lot# 41176402; trident psl ha cluster 54mm, cat# 542-11-54f, lot# mje256; it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Patient is being explanted due to an infection after having previously been revised from a rejuvenate to a restoration modular.